Manufacturer narrative:
This is the narrative for the supplemental report and based on the review of the batch documentation previously conducted and the investigation of the returned device, lenstec can confirm that all procedures in the manufacturing and the packaging of the lens was conducted correctly. No anomalies were noted in any of our processes.

Event description:
Lenstec received an email stating that "lens was implanted and did not unfold properly after inserted. Incision was enlarged for removal of lens. Implanted another softec lens. No stitches and no adverse event w/patient."

Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly, however, a supplemental report will be issued after the device investigation is completed.

Event description:
Lenstec received an email stating that "lens was implanted and did not unfold properly after inserted. Incision was enlarged for removal of lens. Implanted another softec lens. No stitches and no adverse event w/patient."